Manufacturer narrative:
The gore® excluder® aaa endoprosthesis featuring c3 delivery system instructions for use directs use of fluoroscopic imaging during positioning and deployment of the trunk-ipsilateral leg component. In addition, the IFU warns, 'do not attempt to reposition the endoprosthesis after complete deployment of the device. Vessel damage or device misplacement may result.'

Event description:
On (B)(6) 2018, this patient underwent an endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3 delivery system. When the trunk-ipsilateral leg component was deployed, the right internal iliac artery (riia) was unintentionally covered by the ipsilateral leg. The physician tried to push component proximally, but this could not resolve the coverage of the riia. It was reported that contrast radiography was not performed on the ipsilateral leg deployment and this may have contributed to the coverage of the riia. In addition, a type ii endoleak was observed on final angiography. A wait and see approach was taken because left internal iliac artery was patent and the physician felt the type ii endoleak was not serious. The patient tolerated the procedure.